Event description:
It was reported that customer experienced continuous glucose monitor error and needed assistance starting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to perform pump reset, completed reset with support, and successfully started new sensor session without additional errors.